Event description:
New information was received as the patient presented in the clinic, and programming changes were made to resolve the issue.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker was unable to connect to the home transmitter and was also unable to be interrogated. No intervention was performed. The patient was stable and would continue to be monitored.